Manufacturer narrative:
Device received with intermittent button response due to partial unlocked j2 or lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to buttons not responding. No frozen display anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the insulin pump keys were not responding. Customer's blood glucose level was 107 mg/dl. Customer was not calling back with a frozen display after installing a new battery for previous frozen display issue. Customer reported alarm cleared successfully. Customer stated insulin pump screen was not completely blank. The insulin pump will be returned for analysis.